Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The alarm occurred on (B)(6) 2013 08:13:40. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The high drain error 105 alarm event was identified based on the event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.